Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR 3004753838-2015-10930.the initial MDR for this report (3004753838-2015-10931) should not have been submitted.